Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. Fse had the customer reseat the sample nozzle home sensor wire with the power off to correct the reported error. This did not resolve the reported error. The fse went on site and replaced the specimen z-axis assembly and performed all alignments. Instrument is function as intended and was released. The most probable cause for this event is the specimen z-axis assembly tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported error 4123 sample-z home overrun. Customer indicated that there are no missing or dropped cups. The instrument was rebooted and the error still persisted. Customer requested service in order to address the reported issue which resulted in delay reporting of results for pth, fsh, prl and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.